Manufacturer narrative:
The field technician stated, when he went into the room, the bed was unplugged from ac power. When he plugged the bed in the bed exit alarm started to sound. The technician tested the bed and found the scale end bed exit worked properly. No problem found.

Event description:
The nurse stated that a pt fell from the bed and the bed exit alarm did not work. No injury.